Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had an alarm last night and when the customer changed the battery, she noticed that the screen was blank. Customer stated that when she got up, she changed the battery and still had a blank screen. Customer uses an energizer battery. Customer inserted a new aaa alkaline battery and the display returned. Customer will be shipped a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. Customer had a battery out limit alarm and was assisted with clearing the alarm. Customer was assisted with reprogramming time and date. Customer had a blank display throughout the night. It was explained that this was normal pump behavior. Customer was advised to monitor the pump. No additional information provided.